Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) they fell and as a result the lead migrated/dislodged. A revision/replacement took place in (B)(6) 2015. On january 11th the patient was meeting with the rep. For sensor reprogramming/ orientation after surgery. Relevant medical history includes pancreatitis and non-malignant pain.